Event description:
It was reported that during a cryo ablation procedure, during ablation of the right superior pulmonary vein (rspv), the phrenic nerve response was lost at 89 seconds with the coldest temp 56° c. There was concern about phrenic nerve injury when palpating, and a double stop was immediately initiated. The physician ablated a flutter line and returned to the left side; radiofrequency (rf) was used to complete the ablation. The phrenic nerve was tested several times, and the phrenic nerve had not recovered. The case was completed with rf. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is uncertain if the phrenic nerve injury (pni) resolved. The patient was noted to be elderly, asymptomatic and doing well. No further testing was carried out.